Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) /2024. The patient reported the issue via web self-service that the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced a medical emergency with severe hypoglycemia causing loss of consciousness and seizures. According to the report, the sensor was trending low but reading much higher than the blood sugar really was. The bg and cgm values were not documented. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.